Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. The unit has not been returned for evaluation. The seat broker while crossing the street. The user hit his head and received medical attention and therapy. Device is not meant to be a transport device. Hangtag notes "do not move rollator while seated. The brakes must remain locked" while seated.